Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five weeks post the implant of a right atrial (ra) lead that the patient experienced a staphylococcus infection. The implantable pulse generator (ipg) system was removed and replaced with a leadless pacemaker due to pre-existing co-morbidities requiring pacing. No further patient complications have been reported as a result of this event.